Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Reference MFR. Report # 1627487-2019-05113. Reference MFR. Report # 3006705815-2019-01593. It was reported that patient experienced inadequate stimulation with their scs system after a fall and system had high impedances. As a result, surgical intervention was undertaken wherein the entire system was explanted and replaced. Therapy has been restored.

Manufacturer narrative:
Analysis conclusion the reported high impedance was not able to be confirmed. The returned lead was incomplete; only a small segment of the terminal end was returned. It was noted that there were multiple setscrew indicator marks, some on the appropriated contact and some were not.

Event description:
Reference MFR. Report # 1627487-2019-05113. Reference MFR. Report # 3006705815-2019-01593.